Event description:
Complaint alleged that the clinicians were treating a patient (age and gender unknown) who was in a cardiac arrest condition. The clinicians attempted to charge the device by depressing the charge button on the device front panel, but the unit would not charge. In addition, the clinicians reported that they were unable to adjust the energy select setting from the previously set energy level. During the event, the display also blanked out and did not immediately return. The clinicians then turned the device off/on, and it functioned appropriately for the remainder of the code. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction. The complainant indicated that subsequent to the event, the biomedical engineering department was unable to duplicate the reported malfunction and was unable to find any problem with the device.